Manufacturer narrative:
Concomitant medical products: product ID 39565-65, serial# (B)(4), implanted: (B)(6) 2012, product type: lead. (B)(4).

Event description:
It was reported the patient had multiple revisions to the stimulator location. The first revision was three months after implant. The simulator was placed in their belly and kept ¿lying flat like a pancake instead of standing up like toast.¿ the stimulator would bounce around when they walked. In october 2012 they were having the same issue and had another revision. The stimulator was still placed in the belly.

Event description:
Additional information received reported that the patient did not have concerns with their device or therapy.